Event description:
We suspect from looking at the radiograph that the tibial component which was sized to match the femoral component is fixed both to the tibia and the fibula and in this region the fibula may be "loose" from the cemented component and the stem from the component appears to be very firmly placed. We have had made a custom tibial component which can accept polyethylene inserts with a size 2 locking detail, but a size 4 articulation detail. We have offered patient operation to change the proximal tibial component.